Event description:
It was reported the device broke during a procedure. While giving compression on a uni-cp plate, one of the tips broke off. Compression was applied in the normal way. Although the device was in contact with the patient, it was reported there was no patient injury. The event did not lead to an increase of surgery time.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; one tooth from the compression forceps is broken. DHR review; no anomalies associated with the complaint were observed. Complaints history; this is the first incident reported to newdeal about breaking of a tip from the compression forceps during use for last two years. The compression forceps is used for the fixation of each uni-cp plate. The number of sold uni-cp plates is taken into account. During the same time period, (B)(4) uni-cp¿ plates have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. For the lot fguv, (B)(4) items were released. The lot rate (B)(6) is (B)(4)%. Conclusion: the inspection sheet provided by dsv shows that the device was compliant with specifications before the shipment to the customer. No anomalies found during the investigation that could explain the incident. The root cause cannot be determined; the compression was applied in a normal way.